Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance of greater than 125 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options. The health care professional (hcp) opted to have the patient come into the clinic to further evaluate the lead. Commanded shock testing was done and the delivered shock impedance was within the normal range. No further action was taken at this time. This product remains in service. No additional adverse patient effects were reported.